Manufacturer narrative:
On 10/25/2016, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso nav variable eco catheter where, after the procedure, it was noted that coagulum was found at the tip of the catheter. The generator was being used in power mode, but the cutoff values and the temperature/power/impedance values at the time of the event are unknown. It was noted that the cutoff values were not exceeded. There is no information regarding any anticoagulant that may have been in use. No errors were reported on any biosense webster equipment during the procedure, which was completed without any patient consequence. Since coagulum exhibits poor adherence to catheters and transseptal sheaths, it presents a risk of embolism to the patient. As a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso nav variable eco catheter where, after the procedure, it was noted that coagulum was found at the tip of the catheter. The catheter received was visually inspected, and wrinkles were observed on the catheter¿s spine cover. This condition, however, is an acceptable side effect of the manufacturing process. No coagulum was observed on the catheter. The catheter was tested for electrical performance, and was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint concerning the presence of coagulum cannot be confirmed.